Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed but not replicated the customer reported complaint. The endoscope had good images in both eyes and had no errors at qap system. The endoscope had related errors found in log.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the 30 degrees endoscope plus had the picture showing backwards/ reversed on the screen. A spare endoscope of the same kind was used, and the procedure was completed with no patient injury.